Manufacturer narrative:
Two 23 gauge valved trocar cannula and hub assemblies on trocar handles were received for eval. During the visual inspection, it was observed that both of the trocar cannula and hub assembly samples had an add'l tear in silicone septum. A lot number was not indicated for this complaint; therefore, the device history record (DHR) for the lot could not be reviewed for abnormalities that could have contributed to the complaint. An exact root cause could not be determined as to why there was an add'l tear in the silicone septum. It appears that the septum could have been cut by the trocar blade during the extraction of the blade or by another instrument during the procedure. An internal investigation has been opened to address issues of a similar nature. (B)(4).

Event description:
A clinical manager reported that the trocars were found to be leaking as soon as they were going to be used during a vitrectomy procedure. The surgeon replaced the unvalved trocars from a different pack and completed the procedure on the same day. There was no harm to the pt. The hosp confirmed that they were expecting the trocars to be valved, however, they found two of the three trocars from the pack to be unvalved.